Manufacturer narrative:
Product support conducted testing of retained cardiac w49183 with 2 whole blood donor samples spiked with tni (using calibrator a) to a target value of 0.40ng/ml and calibrator h (positive control). Observations are for a tni recovery. No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. Product support observations follow: no low bias or false negative result was observed with any sample. All data points with cal h were with in the manufacturing 2sd range with a % recovery of 103% (with in the manufacturing final release specs). No false negative was observed. All data points with the contrived whole blood samples were at or above the target value of 0.4ng/ml. No low bias was observed. Conclusion: product support tested retained cardiac lot w49183 with cal h and 2 whole blood donor samples spiked with tni (using calibrator a) to a target value of 0.40ng/ml and calibrator h (positive control). Observations were for tni recovery. No low bias or false negative result was observed with any sample. Customer did not return any sample for further testing. Unable to rule out possible sample specific interference that is known to affect analyte recovery. No product deficiency was established; no corrective action required at this time.

Event description:
Caller reported a false negative troponin I (tni) result on triage vs. Siemens. A pt went to the ed with chest pain. Sample was drawn and run on triage cardiac marker test and siemens analyzer. The triage test gave a negative result. An EKG revealed st segment and coronary artery bypass, CABG, was performed times four. After several attempts to obtain more info, the customer called back with the following info. The nurses documented that the same sample was used for both triage and siemens, although the electronic document states it was 20 mins apart. Pt did have an mi. The caller mentioned "correct clinical outcome", when asked if the pt was treated and if there were any adverse events. No other subsequent draws were taken and tested. No sample remains. No further pt info was available.